Event description:
It was reported that when the port was accessed and saline infused, subcutaneous leakage was found approximately 7 to 8 cm from the stem. The port was implanted via the left internal jugular vein by cut down method. The port system was removed and a crack was noted on the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one powerport MRI isp with 8 fr groshong catheter for evaluation. Visual inspection noted necking just distal to the port body and a split was found near the center of the catheter. The surface of the split was buckling inwards and mostly smooth, therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that when the port was accessed and saline infused, subcutaneous leakage was found approximately 7 to 8 cm from the stem. The port was implanted via the left internal jugular vein by cut down method. The port system was removed and a crack was noted on the catheter. There was no reported patient injury.